Event description:
It was reported that a patient a left hip replacement on an unknown date and a topical skin adhesive was used. The patient developed a severe, pruritic, urticated dermatitis three weeks post operative. The rash spread to the patient ¿s trunk, limbs, and face. The patient was treated with topical steroids for three months.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.